Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a combined initial and final report.

Event description:
In situ measurements have shown few channels with high impedance since (B)(6) 2011 and increasing values of impedances over time. The patient was re-implanted on (B)(6) 2016.